Event description:
Literature was reviewed to compare mean aortic gradients in different types of avr: prosthetic heart valves. The study population included 199 patients who were predominantly male with a mean age of 57 ± 10years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included mosaic bioprosthetic valve, hancock ii porcine valve and ats ap mechanical valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stenosis, regurgitation, increased mean gradient, coronary artery bypass graft surgery (CABG) and valve replacement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: purushothama ts., et al.. Comparison of mean aortic gradients in different types of avr: prosthetic heart valves. International journal of life sciences 15(3): 2250-3137 2026. 10.69605/ijlbpr_15.3.2026.189 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.